Event description:
Trapper was put in guide catheter and trapper balloon inflated. Balloon exchange was done. Trapper balloon deflated (was up during exchange), and only part of trapper would come out (only the wire part- there was no balloon on it). Lost end of the trapper balloon in guide- removed in guiding cath.guide catheter removed and it was cut down to expose, could see part of trapper still inside.the guide catheter was replaced.